Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Additionally, it was reported that the patient line appeared green in color. The user changed the cartridge and infusion set tubing successfully. The user reported a blood glucose (bg) level of 290 mg/dl. The bg level was addressed with a bolus via the pump.